Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was explanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25mm from the terminal pin. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 25mm from the terminal pin. The sense a cable and a high voltage cable are fractured in and around the area approximately 25mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue.